Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at multiple locations which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. The lead was explanted. No patient symptoms were reported.